Manufacturer narrative:
MFR service not requested.

Event description:
Customer reported the ventilator showed a gas supplies lost safety valve open alarm occurrence while in use. The customer reported there was no pt harm. Loss of both air and oxygen gas supplies with affect the function of the ventilator. If the ventilator is operating in normal ventilation mode and no air flow is defected, and the ventilator cannot switch to an oxygen source as it's not detected by the oxygen pressure switch or it's disconnected, the ventilator will alarm and the safety valve will open. The customer's biomed was unable to duplicate the reported problem during testing. Final testing of the device was performed to operating specs.